Event description:
Endoscopy procedure: when priming the erbeflo clevercap tubing with water, for the endoscopy tower set up with co2, tubing would not prime. No water into tubing. Troubleshot tubing for 10 minutes without success and changed tubing and successfully primed. No harm to patient, delay in start of procedure. Manufacturer response for pump, air, non-manual, for endoscope, erbe (per site reporter) will obtain.